Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after a bolus for 40 grams was entered, when the customer attempted to enter blood glucose (bg) value, the pump required the customer to enter in the carbohydrates value again. Tandem technical support verified in the bolus history that the intended bolus was delivered and everything was showing accurately on the pump; customer acknowledged. The customer's blood glucose level was 138 mg/dl.